Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that she was unable to test her blood glucose reading due to a lancing device issue. The complaint was classified based on the customer care advocate (cca) documentation. One hour after the patient allegedly could not test with her lfs product, she had symptom of feeling shaky. She took her usual diabetes medication in the early morning on the day of concern. There was no report of any required hcp treatment. The lancing device issue was not resolved with training. This complaint is being reported because the patient develop symptom suggestive of hypoglycemia after the lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.